Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, h10, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that during surgery, the device was set up in 8/10 as a graft thickness, but it was unable to harvest superficial skin graft. The pressure was low with the new hose, so they changed the hose and performed the surgery. The unit was not taking the graft evenly, the graft got stuck in the blade and the dermatome meshed a piece of the skin graft. The first graft was damaged and was regrafted in the first donor site. An additional unplanned skin graft was needed in order to complete the surgery. There was a surgical delay of 15-20 minutes, and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6, h10, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.